Event description:
A technician reported to baxter (B)(4) that a patient connector was separated from the catheter adapter unexpectedly. The set had been used for 14 days. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this report could not be confirmed in the lab. Therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any connection problems or leakage. The lot number was not known so no batch review was performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.